Event description:
I had an impella pump put in on (B)(6) and a pacemaker put in on (B)(6) and have had continued health problems since then. Seizures, fatigue, lack of breath, impotence, depression, anxiety, etc.